Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed, and the cause is determined to be use-related. The sample returned consisted of one pink-hubbed introducer needle and one guidewire. Visual observation found the guidewire to be inside the introducer needle, with a small amount protruding from the tip. A curled portion of the core wire was protruding from the pink hub of the needle. The needle and guidewire were resistant to separation, and were therefore soaked and the needle removed backward along the wire. A plug of biological residue was found near where the distal tip of the needle had lain. The core wire was found to be bent backward after removal of the needle in the proximal direction. Microscopic evaluation found separation of coils in the immediate vicinity of the needle tip, where it was apparent that no core wire was present inside the coil wire. The distal tip of the guidewire was examined, and it was found that the core wire had broken at the distal weld tip. Both sides of the break were examined. Possible narrowing and significant irregularity of surface, along with roughness in and around the break, was noted. Damage to the needle bevel appeared to have been caused by coils of the wire having been compressed against it. The damage to the bevel in the needle in the shape of the coils of the wire and tissue plug within the needle, along with possible slight narrowing at the break in the wire indicate that the guidewire was pulled back against the needle, contrary to instructions in the IFU. This resulted in biological residue within the needle and a break in the core wire due to resistance against movement of the guidewire offered by the plug and/or contact between the needle and wire. The complaint is therefore use-related. The following IFU statement may be helpful: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿

Event description:
It was reported that it was difficult to advance the guidewire through puncture needle during the procedure. The operator tried to pull back the guidewire but it stuck, so the needle and guidewire were pulled out together and it was noted that the guidewire was stretched out. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to advance the guidewire through puncture needle during the procedure. The operator tried to pull back the guidewire but it stuck, so the needle and guidewire were pulled out together and it was noted that the guidewire was stretched out. No patient harm was reported.